Event description:
It was reported that the fiber broke after 104779 joules and 11:29 minutes of use. A second fiber was used to continue the procedure but it broke after 56744 joules and 6:15 minutes of use. The procedure was completed with a third fiber with no patient complications. This is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report:2937094-2019-60672. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of tip break/fracture. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Cap wear is a known inherit risk of the device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The observed glass cap bevel edge and metal cap misalignment appears to be due to glue failure. Due to the glue failure, a probable cause of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure. Analysis of the returned fiber did not identify signs of tip break/fracture. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60672.

Event description:
It was reported that the fiber broke after 104779 joules and 11:29 minutes of use. A second fiber was used to continue the procedure but it broke after 56744 joules and 6:15 minutes of use. The procedure was completed with a third fiber with no patient complications. This is for the second fiber.